Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported being unsure if the pod's cannula was properly seated in the infusion site (unspecified). When the pod was removed, the insulin was found pooled under the pod's adhesive. The patient discarded the pod.

Manufacturer narrative:
Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that the pod deployed into either. No timeouts or drive stalls were observed. The pod generated an 0x18 safety alarm indicating pod has reached empty reservoir. The reservoir was confirmed to be empty. The cause of the reported unsure properly inserted event could not be determined. A leak test was conducted successfully; no leaks were observed.